Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he have to go to the emergency room due to high blood glucose. Customer blood glucose reading of the time of the emergency room visit was 750 mg/dl. Customer stated that he was treated and released. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.